Event description:
It was reported that the tri-fuse broke during an unspecified infusion. The customer states there was no patient harm.

Manufacturer narrative:
The customer report that the tri-fuse broke was confirmed based on inspection of one of the as-received set samples. It was observed that the locking hub was separated from its adapter and damaged. It was observed that the locking hub component was separated from its adapter component and cracked/damaged. The root cause of the other observed issue of the stuck/folded down valve piston was identified as a valve molding issue (mismatch out of specification).

Manufacturer narrative:
Concomitant medical products: (two curos cap)- broken; td unk. Although requested, no additional information about the patient, medication, or event provided. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the tri-fuse broke during an unspecified infusion. The customer states there was no patient harm.